Event description:
It was reported a cartridge alarm occurred during pumping. There was no reported adverse impact to the customer's blood glucose level. The customer planned to switch to multiple daily injections (mdi) while a replacement pump was arranged by technical support, as the pump was out of warranty.